Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low platelet (plt) results produced by the coulter ac t 5 diff analyzer for two pt samples. A pt sample when tested gave a plt result of 22 x 10 to the third power cells/ul with thrombocytopenia flags. This sample when tested on a reference instrument gave higher plt result of 86 x 10 to the third power cells/ul. A sample obtained from another pt gave a result of 9 x 10 to the third power cells/ul with the same flag. This sample when sent to the reference lab was confirmed to have plt clumps. The results were reported outside of the lab. Based on available info, there was no impact to pt or user.

Manufacturer narrative:
Samples were collected in 4ml bd tubes and ran within 20 mins of draw. Qc is run once per day and was run before, but not after the incident. Qc was in at time of incident and is currently in spec. The field svc engineer (fse) verified and validated the instrument and no problems were found. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.